Event description:
The facility biomedical technician reported the following: the respiratory therapist (rt) reported the device was in use on a patient and started alarming low battery while it was plugged into ac power. The rt reported there was no patient harm. The ventilator was removed from use and the patient placed onto another device. The ventilator was sent to the biomedical technician for evaluation. Review of the ventilator diagnostic log indicated the unit had been running on backup battery power to depletion on the reported date of event. Extended self testing (est) was performed and passed. Further testing was conducted with the ventilator plugged into ac power. After the unit had been in operation for a few hours the unit switched from ac power to dc power without intervention, and the battery in use and mains leds were observed to be switching back and forth. The biomedical technician will replace the power supply to correct the findings. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Unit no longer under warranty. Customer services their own devices. The power supply removed from the device has been requested for return to the manufacturer for failure analysis, but has not been received.